Manufacturer narrative:
Serial number is unknown. Serial number and UDI were incorrectly populated in the initial thirty day report and should have blank.

Event description:
Customer reported they received the recorder back with the wrong patient name. There was no patient involved.